Event description:
Ous MDR - after an implantation period of about 26 months, oversensing without inappropriate therapy and shock impedance values around 200 ohm were reported via home monitoring on (B)(6) 2013. Although the physician requested a follow up several times, the patient did not comply. It was further reported that the patient was hospitalized at the (B)(6) 2014 after having received shocks. On (B)(6) 2014, back up mode was detected, while the patient was already in hospital. Upon interrogation just before the explant procedure, the ICD was found to be eos. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 43 months and 25 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms,of which the newest is dated july 6th, 2014, the occurrence of noise was observed in the right ventricular as well as the far-field channel. A further inspection of the data showed that the ICD detected an invalid memory contention (B)(6) 2014 at 00:01 a.m. And consequently activated the safety backup mode. Multiple charging cycles and shock deliveries were documented during the activated safety backup mode, which resulted in a rapid battery depletion leading to the detection of the battery status eos at 04:46 a.m. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The ICD was reinitialized and the eos status was removed with a technical programmer to verify the ability of the device to deliver therapies. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the headerbores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem.